Event description:
Per the clinic, the device was explanted on (B)(6) 2021 due to a carcinoma invasion. There are no plans to reimplant the patient with a new device as of the date of this report.

Manufacturer narrative:
This report is submitted on january 10, 2022.

Manufacturer narrative:
This report is submitted on february 08, 2022.